Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 36 mg/dl. Cause was not known. Reportedly, customer lost consciousness and sustained a gash on their head. Customer was treated with d50 to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.